Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the handle was disassembled. There are marks in the handle, evidence that the parts were previously joined. Also, the cannula was found detached from the handle and it was moved out inside of the coil. However, no issues were found in the basket wires and the tip was still attached to the basket assembly. The external sheath was found torn and the working length was found kink. The unit was disassembled and found the dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw towards the proximal end as the cannula has been forcibly pulled out from the set screws. During evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal and proximal screws were measured and found within specification. Additionally, the side car rx tunnel was found pushed back 4mm which is out of specification. Based on all available information, it is most likely that procedural factors encountered before the procedure could have affected the device's performance and integrity. Handling and manipulation of the device upon testing could lead to the handle cannula detaching from the handle. Drag marks observed indicate that force was applied to the handle when retracting the basket. This excessive force to retract the basket may have caused the kinks in the working length and the torn condition. Therefore, the most probable root cause for the encountered issues is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used inside the billary tract during a biliary stone removal procedure performed on (B)(6) 2020. According to the complainant, during preparation, the device was unpacked and found broken. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. The investigation results revealed that the handle cannula was detached, the handle was detached/separated, and the side car was pushback; therefore, this is now an MDR reportable event.